Event description:
It was reported that the programmer would not power up and displayed a black screen with a curser. Troubleshooting steps were taken. It was also reported the hard drive has crashed. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the device would not boot and "disk error press any key to restart" appeared. When a key was pressed nothing would happen. The programmer would not pull errors or patient information. Analysis also found that the device antenna was secure but did not have the coating. The system fan was noisy.